Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for unknown uss titanium pedicle screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown uss titanium pedicle screws. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: berlemann, u. Et al, (1997) reliability of pedicle screw assessment utilizing plain radiographs versus CT reconstruction, european spine journal, vol. 6(6), pages 406-411 (switzerland). The aim of this study was to investigate the accuracy of assessment of pedicle screw position on plain radiographs compared with CT scan assessments post-operatively. Specific attention was focused on the inter- and intra-observer reliability as well as on the determination of vertebral levels and screw directions, which may be particularly difficult to assess. A total of 21 patients underwent posterior transpedicular stabilization with unknown synthes uss titanium pedicle screws. All patients involved underwent a post-operative CT investigation to assess the position of the pedicle screws accurately. Conventional antero-posterior and lateral radiographs were obtained immediately post-op for all patients and again after 3-month follow-up. The following complications were reported as follows: 80 screw perforations were detected by CT reconstruction 14 pedicle cortex screw perforation in the transverse plane were detected (9 laterally and 5 medially). 1 pedicle cortex screw perforation was greater than 4mm. 65 vertebral cortex screw perforation were observed, where, 35 screw tips were located more than 2mm out of the vertebral body. Assessment of observers on plain radiographs: 1st observer - 41 screw perforations post-operatively and 30 screw perforations on follow-up radiographs. 2nd observer - 30 screw perforations post-operatively and 22 screw perforations on follow-up radiographs. 3rd observer - 75 screw perforations post-operatively and 34 screw perforations on follow-up radiographs. 4th observer - 49 screw perforations post-operatively and 41 screw perforations on follow-up radiographs. 5th observer - 126 screw perforations post-operatively and 140 screw perforations on follow-up radiographs. This report is for an unknown uss titanium pedicle screws. This is report is 1 of 1 for (B)(4).